Event description:
It was reported that after 10,000 joules and 2 minutes of use the fiber broke. The fiber was exchanged and the case was completed with a second fiber and no harm to the patient or user.

Event description:
It was reported that after 10,000 joules and 2 minutes of use the fiber broke. The fiber was exchanged and the case was completed with a second fiber and no harm to the patient or user.

Manufacturer narrative:
Device available for eval updated date returned to MFR corrected device evaluated by MFR updated device code updated h6: evaluation method code updated evaluation results code updated evaluation conclusion code updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:46 pm CT.the report number is being corrected from: 2937094-2018-60242to: 2937094-2018-60072